Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-degree endoscope involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The sapphire distal window was cracked. Additional finding, which was not reported by site: the right and left eye images had artifact. A root cause of the reported failure was not determined. The camera cable was cut severely. The root cause of this failure is typically attributed to mishandling or misuse.

Event description:
It was reported that during central processing, the 8mm 30° endoscope lens was cracked. There was no report of patient involvement.